Manufacturer narrative:
The reported events of sensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation. The cause of the reported events was due to the exposure of the outer coil in the abrasion region consistent with friction to device can.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing. During explant, it was noted that the right ventricular lead exhibited lead abrasion. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.